Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. The lead was unable to be reproduced. Other electrical measurements were normal. No intervention was performed. No patient symptoms were reported. The patient would continue to be monitored.